Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department after feeling their heart racing and receiving an inappropriate shock therapy form their implantable cardioverter defibrillator. It was discovered that the patient had experienced an atrial fibrillation, not a ventricular tachycardia and therefore the shock was inappropriate. Programming changes were made. The issue was resolved.